Event description:
It was reported, the evis exera iii xenon light source did not ignite. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: b3, b5, d8, d9, d10, e2, e3, h4. The device was returned to olympus for inspection, and the reportable event of lamp not lighting up was confirmed. Based on the results of the investigation, it was presumed that the lamp not lighting up was due to dust accumulation on the fan which cause overheating of the device. The root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a diagnostic colonoscopy procedure. The procedure was delayed by one to two minutes to allow time to switch to a back-up bulb. The procedure was completed with the same device.